Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn around the up arrow and ok keypad buttons and the button key contacts were found to be exposed. It was also noted that the ok keypad button cover was found to be peeling. The ok and contrast keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The contrast button has no effect on insulin delivery function. The remaining keypad buttons were found to be responsive to button presses. The keypad cover was removed and contamination was found under all of the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.